Event description:
It was reported post implant a realize band, the balloon had a leak. There was no patient consequence reported. Additional information received: on (B)(6) 2009, the patient received 3 mm by the pa . On (B)(6) 2010, the patient received 1.5 mm. On (B)(6) 2011, the patient received 1.5 mm. On (B)(6) 2010, the patient was in a car accident. The surgeon did a fluoroscope to check the band and there was no damage to the band. On (B)(6) 2010, the patient complained of no restriction. The same day the patient received .5 mm by the pa. On (B)(6) 2010, the patient received 2.5 mm by the pa. On (B)(6) 2010, the patient received 2.5 mm by the pa. On (B)(6) 2011, they aspirated only 1.0 mm from the band and the patient was not losing any weight. On (B)(6) 2011, they performed a fluoroscopy and added 2.5 mm. On (B)(6) 2011, the patient went for a follow-up and 3 mm was added under fluoroscopy and there were no leaks. On (B)(6) 2011, the patient came in stating that there was no restriction. No fluid could be aspirated. On (B)(6) 2011, the band was removed and replaced with a new band. As of (B)(6) 2011, the patient has lost 18 lbs and had a fill of 3 mm.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.